Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported leak could not be determined. The medical intervention was a result of case-specific circumstances, as aspiration was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the steerable guide catheter (sgc) leak. It was reported that this was mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared for use successfully accordingly to the instruction for use (IFU). The sgc was advanced to the left atrium. After the clip was deployed, the sgc had loss of fluid column. Additional aspiration was performed to remove the air from the sgc. The sgc and cds were removed. There was no air introduced into the patient anatomy. It was decided not to use an additional clip. One clip was implanted reducing mr to 1-2. No additional information was provided.